Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The (B)(4) spoke with the patient on (B)(6) 2011 and obtained the following information. She stated on (B)(6) 2011 she woke up and tested at an unknown time, and obtained a glucose result of less than "80 mg/dl", had breakfast and at 8 am treated with her normal basal dose of novolog (3-4u), tested 2 hrs later and obtained a result of less than "100 mg/dl" subject meter, no additional treatment was provided. The patient claimed at 11:40 am, before the alleged issue started while working in her office she felt "shaky and sweaty", which she associated to a hypoglycemic state. She reported that the alleged issue with the subject meter began when she tested with her meter at 11:45 am, and obtained a glucose result of "255 mg/dl" first and reported continued checking every little bit and getting more results of "200 180 and 101 mg/dl". In response to her symptoms, at 12 pm she reportedly ate lunch and felt better soon after, but could not result results obtained later. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired test strips. Replacement products were sent to the patient. Although the patient self treated, there is no indication that the reported issue caused or contributed to this serious injury. The patient's symptoms started before the reported issue first occurred. Therefore the meter did not contribute to the patient's symptoms. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged glucose results did not correlated with the patient's symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.